Event description:
Subsequent to the previously filed report, additional information was received: post dilation was performed on the 29mm navitor due to the valve was not fully expanded. It was noted that the valve was still a bit compressed and post dilation was performed to achieve a better result. It was corrected that there was no entanglement with the delivery system (ds) and navitor while removal of the ds after final deployment.

Manufacturer narrative:
An event of no apparent adverse event (user concern) was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported user concern could not be determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: medical device problem code: 1528 difficult to remove.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor was chosen for implantation, utilizing a large flexnav. The patient presented with an aortic valve angle of 55, and severe calcification of the native valve. The annular dimensions of the native valve were as follows: annulus diameter 23.8 mm, area 437 mm², perimeter 74.9, lvot 24.9 mm. It was noted that the CT was not of optimal quality and showed annular measurements showed an intermediate size between 27mm and 29mm. Pre-dilatation was performed with a 23mm true dilatation balloon. Following pre-dilatation, the 27mm navitor was advanced to the anus. However, on the first attempt, the valve slipped upward, and on the second attempt, significant paravalvular leak (pvl) was observed in the left coronary sinus area. Incomplete stent opening was excluded. In the physician¿s opinion, the valve was too small. Therefore, the valve was removed and replaced. A 29mm valve was then inserted and successfully implanted at a depth of 5 mm. Post dilatation was performed with a 25mm true balloon. The final result was satisfactory, with no significant (pvl) or aortic regurgitation (ar). It was noted that there was entanglement with the delivery system (ds) and navitor while removal of the ds after final deployment. The patient remained hemodynamically stable throughout the procedure. The patient remained stable during and after the surgery. There was no clinically significant delay in the procedure.